Manufacturer narrative:
There is provided correction of the report. An issue took place during identification of the device, however, it was detected and correction has been provided as follow: #g4 unique identifier (UDI) #: UDI number of the device has been provided, and is (B)(4). #h4 manufacture date: manufacturing date of the device has been updated, and is (B)(6)2017.

Event description:
Manufacturer reference number: ot232027.

Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled. As it was stated, the paint was chipping from the device. There was no injury reported, however we decided to report the issue based on the potential as any paint particles falling off into sterile field or during procedure may be a source of contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. The provided information did not indicate that the device was being used for patient treatment when the event took place. During the investigation it was found that in the past the reported scenario has never led to serious injury, nor death. The peeled paint is most likely caused by a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning or disinfection protocol or weakening paint coat by physical damage. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendations would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Manufacturer narrative:
The issue is being investigated by manufacturing site. Other text : device not returned to manufacturer.

Event description:
On (B)(6) 2019 we became aware of an issue with one of surgical lights- power led. As it was stated, the rust and loose paint around light head occurred. There was no injury reported, however we decided to report the issue in abundance of caution as any particles falling into sterile field or during procedure might be a source of contamination.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
(B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue in being investigated by a manufacturer site.

Event description:
Manufacturer reference number: (B)(4).